Event description:
Ous MDR: it was reported that this device was used as replacement implant for an OEM crt-d. The lead was left in place. About 5 weeks after the implantation of this device, oversensing with delivery of inappropriate shocks was detected. This device was then replaced with another ICD. The rv lead (sprintfidelis) was capped and replaced. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was bos, and 61 charge processes had been registered. A discoloration of the housing was noted during the visual inspection. This kind of discoloration can occur on the housing surface of the ICD with the formation of titanium oxide, due to the strong electrical fields during a shock delivery. This is normal and to be expected and has no impact on the device's capability to provide therapy. The memory content of the ICD was analyzed. The check of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. Furthermore, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. In addition, the production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error. In summary, the ICD underwent an extensive analysis. During the analysis of the device memory data of the ICD, the clinical observation could be confirmed. Interference signals in the ventricular channel were detected in the available iegms, which led to several shock deliveries. However, the ICD proved to be fully functional during the analysis. The observed discoloration of the ICD housing is a result of the formation of a titanium oxide layer on the surface of the ICD housing. This is normal and to be expected for strong electromagnetic fields during shock delivery. There was no material defect or manufacturing error.